Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed that a key was stuck. The issue occurred during inspection and there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to an alarmed that there was a key stuck. The power up self test was performed and the key pad functional tests performed. The device passed all keypad functions. No damage was noticed. It was recommended to replace the key pad for preventive measures.